Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #2: part #12673-05, lot #900246h is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the suture and posterior needle tip were not returned. Without the return of these components, the scope of this investigation was limited. Inspection indicated that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by bent and flattened anterior cuff tabs and damaged anterior needle barb. During testing, a proxy plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the plunger was inserted but the needle did not connect to the cuff. A cuff miss occurred. When the plunger was pulled back no resistance was felt and hemostasis had not been achieved. When the plunger and suture of a second proglide were removed slight resistance was felt and hemostasis was not achieved. A cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.